Manufacturer narrative:
The needle was returned for investigation. The manufacturing records were reviewed and no related deviation or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The needle was disassembled and inspected. No visible soldering gaps or voids were found. Microscopic inspection of the vacuum sleeve was conducted and no corrosive pits or soldering flux residuals were identified on the external surface of the vacuum sleeve. A bubble test of the vacuum sleeve was conducted; no leaks were identified. Based on the investigation results, the customer complaint was verified and the root cause was determined to be a component failure. No relationship was identified between the needle assembly processes and the vacuum loss phenomena. The treatment was completed by placing a heated glove around the needles.

Event description:
Prior to a treatment of soft tissue tumor near left ribs cryoablation procedure, two icepearl 2.1 cx 90° cryoablation needles and system tested fine with no issues to report. About two minutes into the first freeze cycle the doctor noticed the shaft of one of the needle started to collect frost. Although the patient's skin was immediately covered with heated glove to prevent any injury, frostbite was observed after 8 minutes of ablation. The procedure was stopped and warm saline was spread around the frostbite region. The frostbite was reportedly under control. The procedure was completed as expected with no further injury to the patient.